Manufacturer narrative:
Updated h6- type of investigation.

Manufacturer narrative:
According to the customer on 2/8/2024," after several attempts to connect the device without success, they had to get another piece to connect the two. This caused a delay in the intubation of an infant that urgently needed it". The customer reported that the "staff had to go get a connecter piece from the stockroom to make the connection". The customer reported that there was no injury but that this "delayed" the procedure. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 2/8/2024," after several attempts to connect the device without success, they had to get another piece to connect the two. This caused a delay in the intubation of an infant that urgently needed it".